Manufacturer narrative:
Block h2: correction: correction to blocks d2a common device name and d2b pro code. Block h6: device code a0401 is being used to capture the reportable event of trip wire breaks.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the trip wire broke. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the trip wire broke. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a0401 is being used to capture the reportable event of trip wire breaks.